Manufacturer narrative:
Investigation is ongoing. Additional information about allegation and sample ID results has been requested but not provided. A supplemental MDR will be filed upon completion of the investigation. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number: 07341920190 and UDI: (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test product code qjr, catalog number: 09211101190 and UDI: (B)(4). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the (B)(6) alleged that they received potential false positive results for patients¿ samples testing with the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas liat system (s/n (B)(4)). The customer reported that they initially received sars-cov-2 positive results for 3 patients¿ samples analyzed on the cobas liat system (s/n (B)(4)). The patients¿ same sample was rerun on the same cobas liat system (s/n (B)(4)) and generated sars-cov-2 negative results for all 3 patients¿ samples. Each of the 3 patients were re-swabbed, one patient sample was analyzed using another cobas liat system (sn not provided) and generated a sars-cov-2 negative result, the second patient¿s sample was analyzed using the drw samba ii that generated a sars-cov-2 negative result and the 3rd patient¿s sample was analyzed using the hologic panther that also generated a sars-cov-2 negative result. Results were reported as inconclusive. No harm or injury was indicated. The investigation to assess the customer allegation has not yet been completed. Three (3) mdrs will be filed, one for each sample, as per FDA guidance.

Manufacturer narrative:
The customer's allegation is not substantiated. (B)(4).